Event description:
It was reported that the ventilator had a battery issue. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.